Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was abandoned during a procedure performed to replace the implanted pacemaker due to normal battery depletion (nbd). Upon the pacemaker removal, the physician noticed the lead insulation was damaged and the internal coil of the proximal end was exposed. As result, the lead was capped and a new rv lead was implanted. No adverse patient effects were reported.